Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and two suprarenal aortic extensions on (B)(6) 2012. On (B)(6) 2016, a follow up computed tomography angiogram (cta) showed a type 1a endoleak. The physician elected to implant an additional suprarenal aortic extension and a non-endologix device to seal the leak. The patient is in stable condition.